Event description:
The patient received an overdose of morphine. At 3:00 a.m. A new 250 ml bag (containing to deliver 3.0 ml in pca mode with no bolus, no basal, 6 min delay, and a one hour limit of 20 ml. At 5:40 a.m. The patient was found to be unresponsive, except to hard slaps. Pupils were fixed and constricted. Narcan was injected and the patient recovered. Pump history verified programming and no injection attempts. The bag was missing about 100-120 ml. The pumping mechanism passed all performance tests. The security lock on the reservoir cover did not function properly. In the locked position, a slight sideways force opened the reservoir cover. The hinge on the reservoir cover was bent at the corner of the pump. Patient is a known IV drug user. The patient probably opened the reservoir cover giving herself an overdose of morphine. The pump stops alarming when the cover is closed, since it is still in the "locked" position.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, expected wear/deterioration, mechanical problem. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure indirectly caused event, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.